Manufacturer narrative:
Additional healthcare professionals: ms (B)(6) (consultant oncoplastic breast surgeon) - (B)(6). Dr (B)(6) (core trainee 1 ¿ breast surgery) - (B)(6). Miss (B)(6) (st4 breast registrar) - (B)(6).

Event description:
Healthcare professional reported via regulatory agency right side "pain around the breast implant", "gradually getting worse", and "implant has moved laterally". Healthcare professional later reported right side "seroma accumulation - seroma drained" and "suspicious for breast implant¿associated anaplastic large cell lymphoma". Pathological marker cd30+ has been confirmed. Healthcare professional later reported "superficial infiltration in to the capsule, background breast tissue benign, single benign intramammary lymph node present in sample (0/1), lateral displacement of the implant and peri-implant seroma with evidence of fibrin stranding within this". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma ¿ alcl - suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, corrected and/or change data: h.11 - further investigation summary.

Event description:
Healthcare professional reported via regulatory agency right side "pain around the breast implant", "gradually getting worse", and "implant has moved laterally". Healthcare professional later reported right side "seroma accumulation - seroma drained" and "suspicious for breast implant¿associated anaplastic large cell lymphoma". Pathological marker cd30+ has been confirmed. Device has been explanted.

Event description:
Healthcare professional reported via regulatory agency right side "pain around the breast implant", "gradually getting worse", and "implant has moved laterally". Healthcare professional later reported right side "seroma accumulation - seroma drained" and "suspicious for breast implant¿associated anaplastic large cell lymphoma". Pathological marker cd30+ has been confirmed. Device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date "9 months ago" relative to august 2025 clarification to d6a implant date: partial date 2012. A review of the device history record has been completed. No deviations or non-conformance's noted. The events of "seroma-late" and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma"; "suspicious for" bia-alcl.